Manufacturer narrative:
The following information should be omitted from the initial submission: device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings...should read: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings...

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor plate was dimpled. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box showed loss of prime with low non-zero force. Attempted to performed pump rewind, load, and prime and received a no cartridge detected. Force sensor calibration was not in specifications. The force sensor pins were found to be secure. The pump was opened and the force sensor plate was dimpled. The force sensor was removed from pump and the shim plate was displaced, one side of shim plate was not in the hold down slot. Unrelated to the complaint, evaluation revealed a scratched and dim/faded display screen, which has no effect on insulin delivery function. The conclusion was bad force sensor calibration of low, force sensor plate dimpled, force sensor defect, spoke shim plate dimpled and force sensor high. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.